Event description:
It was reported that within eight hours after use, blood was noted in the helium tubing of the intra aortic balloon. The intra aortic balloon was removed and replaced without any complications.